Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the nurse received the following results within 15 minutes: 10 mg/dl (system 1, lot 101122), 11 mg/dl (system 1, lot 101122), lo mg/dl (system 2, lot 101122), and 110 mg/dl (system 1, unknown strip lot). The result of "lo" on the system indicates a reading less than 10 mg/dl.